Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed, and the reported separation was unable to be confirmed as there were no visible separations to the core or any returned components. A review of the lot history record and similar incident query for this product was not performed since the lot number was not reported and the device packaging was not returned. The investigation was unable to determine a conclusive cause to the reported separation. The noted damages to the pod appear to be related to circumstances of the procedure and likely occurred during loading of the filter into the pod. The coils likely stretched during retraction from the sheath. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of the emboshield nav6 embolic protection device (epd) in the carotid artery, the wire separated inside the sheath. It is unknown how the separated portion was retrieved. A non-abbott epd was used to complete the procedure. There was a delay in the procedure; however there were no reported adverse patient effects. No additional information was provided.